Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/19/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/24/2016 with the following findings: a review of the black box revealed no evidence of short battery life. The returned battery cap secured to the pump and maintained electrical connection. During testing, the ¿ez-prime¿ steps were performed correctly; all current readings were within specification. The pump¿s cover was removed; there were no intermittent conditions found to the printed circuit board or to the continued glucose module. Unrelated to the complaint, the battery compartment was observed to be cracked from the threads down to the case seal on the side. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).